Manufacturer narrative:
Us reporting agent notified on 08/03/2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Patient underwent a hip revision surgery on (B)(6) 2009. Cobalt report dated (B)(6) 2015 revealed high cobalt levels, 340.2. This level raised to level of 373 on (B)(6) 2015. Cobalt induced cardiomyopathy is suspected to be related to the hip metal implant as the source of the cobalt. Involved component: nh472/sc/msc pe-insert 28mm 48/50 asym. Lot number: 51536431.

Manufacturer narrative:
The explants are not available for an investigation. According to the history of the patient, he had a ceramic implant from 2004 to 2009 which had to be removed due to a breakage of the ceramic ball head. In the revision surgery on (B)(6) 2009 a metal head (nk431k ->isodur prosthesis head 12/14 28mm l) and a plastic insert (nh472 ->sc/msc pe-insert 28mm 48/50 asym.) Were used. As of 2012 the patient had health problems; the report dated (B)(6) 2015 revealed a high cobalt level of 340.2 ug/l and raised to 373 ug/l on (B)(6) 2015. Patient died on (B)(6) 2015 (circumstances not provided). Explants are not available, therefore a failure description is not possible. The device quality and manufacturing history records were reviewed for the available batch numbers. No similar incidents have been filed with products from these batches (51534446 and 51536431). Based on the information available it is not possible to determine a root cause of the incident with evidence. There are no indications of a product related root cause. The cause of the higher cobalt level could be an intra articular third body wear due to remaining ceramic fragments of the earlier revision of the broken ceramic head. Additionally the IFU states a warning information: "risk of wear and tear due to ceramic fragments inside the joint following revision surgery that involved breaking ceramic components! Do not implant a metal head (risk of three-body wear)." No corrective actions are required because this failure is not product related.